Manufacturer narrative:
(B)(6). The device was received for evaluation. During functional testing, the customer reported issue of air in line was unable to be reproduced. Instead, the device went into a reload set alarm while attempting to run a loaded set. A review of the event history log revealed multiple occurrences of air-in-line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failed ultrasonic sensor, and ultrasonic fluid numbers were out of specification. The ultrasonic sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.